Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) printer is not operating. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 (UDI#) a getinge field service engineer (fse) found that the cs300 intra-aortic balloon pump (iabp) had a printer that was not operating. Fse replaced the printer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a